Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm. Implant was successfully completed with excellent seal and patent iliac limbs. The patient¿s abdomen was distended. It was reported that the patient had to be opened up by the physician to remove a blood clot within the abdomen; the clot was outside of the stent graft. The patient received 24 units of blood in the ER. The clot was removed successfully and closing was begun; however, the patient coded and subsequently after attempts was made to resuscitate. The devices performed as intended per the physician. No further information is available.